Event description:
It was reported by service report that the footboard was replaced on the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard, footboard was replaced.